Event description:
It was reported that the patient presented with a pocket infection at a prior left chest medical device explant site, along with sepsis and bacteremia. It was also reported that the patient experienced dyspnea, and possible vegetations were found on the aortic valve. The patient's right chest implanted cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was treated with antibiotics. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.